Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device broke off during a navigation procedure. The procedure was completed successfully and the tip was not retrieved. No adverse consequences, medical interventions or procedural delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device broke off during a navigation procedure. The procedure was completed successfully and the tip was not retrieved. No adverse consequences, medical interventions or procedural delays were reported with this event.